Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, a nurse flushed a patient's IV line using a 20ml syringe filled with saline solution. When the syringe was connected to the transparent needleless connector for flushing, blood spurted out from a side seam. The connector was immediately replaced with a new one, and the patient experienced no adverse effects.